Manufacturer narrative:
(B)(4). Evaluation results: (stent graft misplacement). Results/conclusions: (inadvertently delivered the stent graft lower than intended).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. The aortic neck is 4 cm long with mild anterior angulation. The iliac arteries measured 12 mm in diameter bilaterally, the left flared out to 16 mm and the right to 18 - 18.5 mm. It was reported that the intended landing position was identified; however, a second picture was not taken when the actual deployment was initiated, the stent graft was inadvertently deployed 3 cm below the renal arteries. There was 1 cm of overlap between the top of the bifurcated stent graft and the aortic neck. A 28 mm x 28 mm x 8.2 cm iliac extension was used to bridge the bifurcated stent graft up to the level of the renal arteries. At the end of the case, the physician thought there may be type IV endoleak and decided to re-evaluate at a later date. There also appeared to be a small type 2 endoleak coming from a lower accessory renal artery that was within the aneurysm sac. No further intervention was performed. No clinical sequelae were reported and the patient is fine.